Event description:
A customer reported that their AED showed a replace battery now warning. No more information provided. No report of this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 8/29/2019 and placed into service on (B)(6) 2021 with the battery pack in question (serial number (B)(6)). The log file review did not showed enough information in the history to determine depletion cause.